Event description:
It was reported that the lens trailing haptic broke off during implantation of the lens in the patient¿s left eye. The incision was enlarged in order to remove the lens. A different model lens was then implanted during the same procedure. The patient is doing fine.